Event description:
It was reported that there were low flow alarms because the patient was small, had a small left ventricle, and their right ventricle was dilated and poor. It was noted that the right heart failure did not exist prior to left ventricular assist device (lvad) implant but that no device related issue caused or contributed to the right heart failure. Medical optimization was done and extracorporeal membrane oxygenation (ECMO), that was a centrimag device, was used on the right side; weaning was in progress. The low flow alarms had resolved.

Manufacturer narrative:
A2, a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure could not be conclusively determined through this evaluation. Furthermore, the report of low flow alarms could not be confirmed as no log files were submitted for review. It was reported that the patient was having low flow alarms due to poor right ventricular function, as well as a dilated right ventricle. It was noted that the right heart failure did not exist prior to left ventricular assist device (lvad) implant, but that no device-related issue was thought to have caused or contributed to the right heart failure. Medical optimization was performed, and extracorporeal membrane oxygenation (ECMO) was used on the right side of the heart. The low flow alarms resolved, and ECMO weaning was reportedly in progress as of 23jul2024. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.